Event description:
The instruments were used during a laparoscopic hernia repair. It was reported an ems stapler was used to staple the mesh. It fired a couple times, then jammed. Another was opened and the same thing happened. A third ems was used to complete the procedure.